Event description:
Patient was treated with zyderm I in the vertical lip line areas and approx one month post treatment experienced inflammation, erythema and pustules at the treatment sites. Physician prescribed hydrocortisone cream and oral benadryl.